Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled (g5) was received for evaluation. Magnetic sensor wires 1 and 2 (sensor 1) were confirmed to be misrouted in the catheter shaft between electrode 4 and the pull ring, consistent with the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the investigation performed and the information performed the cause of the reported event was determined to be manufacturing related.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled (g5) was received for evaluation. Microscopic inspection of the distal tip revealed electrode ring 2 was shifted distally, exposing conductor wire 2 below the proximal edge of the electrode ring. Based on the investigation performed and the information performed the cause of the reported event was determined to be manufacturing related.

Event description:
This report is to advise of an event observed during analysis confirming a displaced electrode.